Event description:
Upon interrogation of the device during a follow-up scheduled on (B)(6) 2015, several oversensing episodes were recorded in the device memories. Preliminary analysis showed that the observed noise most probably results from 50hz electromagnetic interferences.

Event description:
Upon interrogation of the device during a follow-up scheduled on (B)(6) 2015, several oversensing episodes were recorded in the device memories. Preliminary analysis showed that the observed noise most probably results from 50hz electromagnetic interferences.